Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety device on the bd venflon¿ pro safety peripheral safety IV catheter with injection valve failed. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one actual sample was returned for investigation of this complaint. The sample was observed to have 2 piece of tether foil incorrectly assembled onto one needle hub assembly. When the device was activated, the needle cap and needle hub cannula assembly were separated. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Investigation conclusion: the sticky residue coming from the black print of the tether foil was accumulated at the contact surface of the tether block at station 13. This causes the tether foil to stick onto the tether block when the clamp closes. When the next folded tether foil come to station 13, it clamped together with the previous tether foil and was incorrectly assembled together into the needle hub assembly. This resulted in 2 piece of tether in one needle hub assembly.

Event description:
It was reported that the safety device on the bd venflon¿ pro safety peripheral safety IV catheter with injection valve failed. There was no report of exposure, injury, or medical intervention.